Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was "pulled back" and had dislodged with resultant intermittent capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.